Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: 8/2013 . Deliveries were resumed a 'load malfunction" was dupicated during investigation. The piston continued to force out all fluid when the load step was activated, the pump alarmed 'no cartridge detected. Pump cover was removed to investigate a fractured force sensor pin was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump was pushing through the entire contents of the cartridge at the load step. Customer had tried several times with the same result. Rebooted pump and went through cartridge filling process with a new cartridge and the issue resolved. The pump is being returned. There is no adverse event related to this issue. This issue is being reported because the pump dispensed insulin during the load step.